Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -13.5 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports refractive surprise. The cause of the event is noted as "mismatch of lens size." On (B)(6) 2018 the lens was exchanged with a longer, different power and model lens. The problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).